Event description:
It was reported that during an implant procedure, the device was interrogated and patient information entered, but then the implant took longer than expected so the telemetry timed out. When the device was interrogated after implant, a "gray bar" was displayed for battery longevity. The issue was discussed and it was confirmed that the device could remain implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.